Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one-piece. X-ray examination found that the inner coil inside the connector region was over torqued, consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies. The cause of the reported events was isolated to the over torqued inner coil and the helix being clogged with blood/tissue. Electrical testing was normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead's helix would not extend. The lead was ultimately not used, and another lead was implanted successfully. The patient was recovering.

Manufacturer narrative:
Further information was requested but not received.